Event description:
On (B)(6) 2015 the patient's settings from (B)(6) 2012 till explant were provided and an updated battery life calculation was performed which showed 0 years remaining until neos=yes.

Event description:
It was reported that the patient was referred for prophylactic generator replacement. However, the therapeutic consultant was unable to interrogate the device prior to surgery and thought that the generator had reached end of service. The programming system was reported to be functioning properly with other generators. It was reported that the explanted generator cannot be returned for product analysis as the hospital discards explanted devices. Additional programming history has been requested in order to perform a more accurate battery life calculation but has not been received to date.